Manufacturer narrative:
(B)(4). Occurred on an unreported date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment was not reported. At the time of this report, the patient has not recovered from the event of peritonitis. No additional information is available.